Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1; complete address; (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, it was observed that the up/down knob was deformed, scratched, and damaged, the angle wires were stretched, the nozzle has foreign objects, the bending section cover rubber has a chip and has a white clouded area. Further, the adhesive around the objective lens and the light guide lens was peeled, the objective lens and the light guide lens has a crack, the connecting tube and the distal end cover has a scratch, and the connecting tube has a wrinkle. The suction connector has discoloration, the control section is scraped, the grip has discoloration, the scope cover and the control unit had discoloration, the electrical connector was corroded, the universal cord has a scratch, and the connecting tube has a wrinkle. It was also confirmed by the customer that the device was cleaned, disinfected, and sterilized prior to being returned. Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope exhibited an angulation malfunction. However, during a repair estimate inspection, foreign objects were noted in the air/water nozzle. This medical device report (MDR) is being submitted for the foreign material in the nozzle found during evaluation. There was no patient harm or user injury reported due to the event.